Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen at a concentration of ¿2000 mcg¿ and a dose of ¿800 mcg¿ via an implantable pump for intractable spasticity. It was reported that the patient had clonus, spasticity, and never felt he received good efficacy. However, conflicting information noted that the date the event occurred was unknown. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The hcp aspirated the catheter and opened the patient¿s back (surgically) to check for a kink and evaluate the catheter. Nothing was noted. The hcp decided not to replace the catheter. The issue was resolved, and the patient¿s status was alive ¿ no injury. The patient¿s weight was unknown. The patient¿s medical history was unavailable. There were no further complications reported.